Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged power issue began at 7:30 a.m. On (B)(6) 2012. The patient reported that she was able to test her blood glucose with the subject meter after the dinner the day prior to the alleged issue starting and obtain a result of "147 mg/dl." The patient mentioned that she manages her diabetes with 42 units of humulin insulin and 4 diabeta pills each day as well as testing her blood glucose 5 times per day. The patient denied making any changes to her diabetes management as a result of the alleged issue. The patient stated that within a forty minutes of the alleged issue beginning she started to feel "shaky, confused, sweaty, and like she was going to pass out," which she associated with a low blood glucose level. The patient informed the mss that she was able to test her blood glucose on her sister's meter when the symptoms began and obtain a result of "39 mg/dl" but stated that it dropped as low as "25 mg/dl" before she was able to treat herself. The patient reported treating herself with a glass of orange juice and one teaspoon of sugar within 15 minutes of developing symptoms. The patient was unable to recall how long it took her to feel better, but thought that she probably felt better within an hour of treating herself. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter would not power on manually or with a test strip. The cca confirmed that the subject meter did not need a new battery, that the customer was using good test strips and that there had been no misuse to the subject meter. At the time of troubleshooting the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged issue. In addition, the patient reported being able to test her blood glucose at the onset of symptoms and obtain a result that confirmed she was severely hypoglycemic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.